Event description:
Procedure type: cholecystectomy. According to the reporter: the reporting person said that after open the package to use the trocar, it was verified that the cuff was broke (torn), making impossible to use. No injury reported. No temporary damage. No permanent damage. The event did not prolong the hosp stay. The product replaced.

Manufacturer narrative:
(B)(4).